Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion in the ICU, there was a loss of connection between the pcu (8015) and the lvp (8100). It was observed that the pcu (8015) had corroded iuis. The serial number of the pcu (8015) is unknown at this time. There was no patient harm. No further details on the issue were provided.